Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated: b4, g4, g7, h2, h3, h4, h6, h10. D4 - UDI no.: (B)(4). The device history record (DHR) for the 24in. (61cm) a.t.s. Cylindrical cuff - sp, sb, part number 60760000400 and lot number 28901136, review noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. On 02 jan 2020, a returned product investigation was performed on the 24in. (61cm) a.t.s. Cylindrical cuffs - sp, sb. The physical evaluation revealed that the returned cuffs both had a leak along the outer seal. The results of the returned product investigation have confirmed the reported event. While the returned product investigation confirmed that the 24in. (61cm) a.t.s. Cylindrical cuffs - sp, sb was leaking, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Found that the 24'' ats cylindrical cuff, single port/single bladder was leaking air. The event did not occur during surgery, there was no patient involved, and there was no harm and no delay in surgery. No adverse events were reported as a result of this malfunction.